Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had an audio/vibrate anomaly. The customer stated that the device was not making any sound or vibrating when alarming. They did not hear beeps when the audio volume settings were saved. The device failed the audio test. Customer's blood glucose level was 10.7 mmol/l. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.